Manufacturer narrative:
Correction: b5 - the ineffective therapy was due to the ipg which met normal eol. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that the ineffective therapy was due to the ipg which met normal eol. There were no allegations of malfunction or deficiency against this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.